Event description:
It was reported that the device did not look like it was mode switching. The device is still in use. No pt complications have been reported as a result of this event.

Event description:
It was reported that the device did not look like it was mode switching. Additional information received indicated that the device was explanted and replaced due to normal battery depletion. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed normal battery depletion.